Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/12/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: q. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time?if yes, please explain. A. No. Q. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? A. No, (additional suture cost). What is the patients current status? A. Is ok. Investigation summary: the product was not returned to ethicon inc for evaluation. Visual analysis of the picture received determined that a labeled winding former of product code w8522 could be observed. The condition reported could not be observed in the picture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch qabazt, and no non-conformances were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: please clarify if both impacted products presented both alleged issues (needle bending & suture breakage). ? Yes. What tissue was being sutured when the events (needle bending/suture breakage) occurred? Aortic graft. Where was the needle grasped(swage, middle, body)? Swage. Did the needle make contact with any hard surface? No. Please provide status of product return. Discarded. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? What is the patients current status? Note: event reported in 2210968-2021-06042.

Event description:
It was reported that a patient underwent a bentall procedure (graft) on (B)(6) 2021 and suture was used. During the procedure, the suture broke multiple times. Another device was used to complete the procedure. There was a 10 minute delay in surgery. The procedure was completed successfully. There were no adverse patient consequences. Additional information was requested.